Manufacturer narrative:
Device evaluation of the pictured device summary: according to the information received, the patient had bilateral ptotic breasts. Upon visual evaluation of the image provided in the complaint, the sm mpp gel 325cc breast implant was observed with no apparent damage or visual anomalies. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with two 325cc mentor memorygel breast implant experienced bilateral anisomastia and right sided rupture and tenderness post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2021. This report is for the left sided device.